Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p50 there was an issue with the protector coming off of the vial leaving only the needle in the vial. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd phaseal¿ protector p50 there was an issue with the protector coming off of the vial leaving only the needle in the vial. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon inspection of the picture sample, the needle was observed separated from the protector product. A device history record review did not reveal any quality issues during the production of the provided lot number (1802130) that could have contributed to this incident. Two retained samples of the same lot number were obtained from the manufacturing facility for further investigation. Both of the retained samples fit the vial properly and supported the weight of the vial (190 grams) when lifted. Based on the investigation, it was determined that the protector product can support the weight of the vial. Please note that the protectors are not intended to be removed from the vials. During the removal, the needles may become detached. To ensure proper attachment of the protector, use of the m12 assembly fixture is recommended. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.